Event description:
It was reported that the patient had multiple emergency backup battery (ebb) exchanges on (B)(6) 2022. The patient came to the hospital on (B)(6) 2022 with an active backup battery fault alarm. The controller was exchanged with no further issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file; however, the alarm was not reproduced during testing of the returned system controller. The submitted log file contained approximately 7 days of data (23sep2022 ¿ 30sep2022 per the timestamp). The log file captured a backup battery fault alarm from 28sep2022 at 00:58:17 until the controller was placed in sleep mode (captured on 30sep2022 at 10:15:48) due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable threshold of 10.2 v. The driveline was disconnected on 30sep2022 at 10:15:34 to exchange the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time. Provided information indicated that the issue resolved after exchanging the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 25jan2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.